Event description:
It was reported that the lead exhibited noise and caused inhibition. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal coil was fractured, the insulation was damaged at 24.0 to 24.6 cm from the pin due to rib-clavicle crush damage which could have caused the reported noise problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.